Event description:
It was reported that following successful implant of the stent, the pt was returned to the cardiac care unit in stable and pain free condition. The next day following the procedure, the pt collapsed. A pericardiocentesis was performed, but the pt subsequently died. An autopsy revealed that the pt experienced a spontaneous rupture of the coronary artery which in turn caused a tamponade. Reportedly the vessel rupture was significantly more proximal in the vessel than the location where the stent was implanted. Physician's opinion suggests that the stent did not cause or contribute to the vessel rupture. This event is being filed conservatively.